Manufacturer narrative:
The pump was returned to animas and evaluated on 18-oct-2018, with the following findings: the battery compartment was found to be cracked. A test battery cap was used and the pump powered on and was exercised for 24 hours with no power issues.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue.